Manufacturer narrative:
This report is filed october 28, 2015.

Event description:
Per the clinic, the patient experienced infection, skin flap breakdown and extrusion of the electrode array. On an un-reported date the patient underwent a procedure to have the site sutured closed, procedure was unsuccessful. The patient underwent a second procedure (date not reported) due to continued skin flap breakdown to have a temporoparietal fascia flap was placed on an unknown date, again the procedure was unsuccessful. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4): the device is currently unavailable.